Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ severe pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss"), migraine ("migraine headaches") and complication of device insertion ("showed full occlusion of fallopian tube, but not the left tube"). The patient was treated with surgery (had to undergo a bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia, migraine and complication of device insertion had not resolved. The reporter considered abdominal pain, alopecia, back pain, complication of device insertion, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube") and pelvic pain ("severe pelvic pain when not menstruating/ severe pain/pain on the right side.") In a 25-year-old female patient who had essure (batch no: 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". The patient's concurrent conditions included amenorrhea, obesity and ovarian cyst (complex cyst of the left ovary). Concomitant products included anovlar (loestrin) from on (B)(6) 2017 for complex ovarian cyst as well as medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("red spots on arms and chest"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), hirsutism ("facial hair growth, and, along neck area"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("pain in hips"), uterine pain ("pain in uterus") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with sumatriptan (imitrex), surgery (bilateral tubal ligation and essure removal) and surgery (had to undergo a bilateral tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage, headache, rash macular, nausea, dysmenorrhoea, vaginal discharge, hirsutism, hot flush, night sweats, weight decreased, arthralgia, uterine pain and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. Current weight 160.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: unilateral occlusion (left tube occluded); on (B)(6)2010: unilateral occlusion (right tube occluded). On (B)(6) 2010 : hysterosalpingogram: patency of her right tube on (B)(6) 2010, hysterosalpingogram revealed right essure insert at a 90-degree orientation to the right fallopian tube. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs added:patient demographics and product information are added. Concomitant drug and conditions are added. Outcome of event "pain on right side" is updated as recovering/ resolving. Lab data added. Event left lower quadrant pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube/ right essure insert had migrated into the uterus") and pelvic pain ("severe pelvic pain when not menstruating/ severe pain/pain on the right side") in a 25-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". The patient's concurrent conditions included amenorrhea, obesity and ovarian cyst (complex cyst of the left ovary). Concomitant products included anovlar (loestrin) from (B)(6) 2017 to (B)(6) 2017 for complex ovarian cyst as well as medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("red spots on arms and chest"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), hirsutism ("facial hair growth, and, along neck area"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("pain in hips"), uterine pain ("pain in uterus") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with sumatriptan (imitrex), surgery (bilateral tubal ligation and essure removal) and surgery (had to undergo a bilateral tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, headache, rash macular, nausea, dysmenorrhoea, vaginal discharge, hirsutism, hot flush, night sweats, weight decreased, arthralgia, uterine pain and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. Current weight 160.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded); in (B)(6) 2010: unilateral occlusion (right tube occluded) (B)(6) 2010: hysterosalpingogram : patency of her right tube on (B)(6) 2010, hysterosalpingogram revealed right essure insert at a 90-degree orientation to the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube/ right essure insert had migrated into the uterus") and pelvic pain ("severe pelvic pain when not menstruating/ severe pain/pain on the right side") in a 25-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". The patient's concurrent conditions included amenorrhea, obesity and ovarian cyst (complex cyst of the left ovary). Concomitant products included anovlar (loestrin) from (B)(6) 2017 for complex ovarian cyst as well as medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("red spots on arms and chest"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), nausea ("nausea"), hirsutism ("facial hair growth, and, along neck area"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("pain in hips"), uterine pain ("pain in uterus") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with sumatriptan (imitrex), surgery (bilateral tubal ligation and essure removal) and surgery (had to undergo a bilateral tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device expulsion, vaginal haemorrhage, headache, rash macular, nausea, dysmenorrhoea, vaginal discharge, hirsutism, hot flush, night sweats, weight decreased, arthralgia, uterine pain and abdominal pain lower outcome was unknown, the pelvic pain had resolved and the menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. Current weight 160.00 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded); in (B)(6) 2010: unilateral occlusion (right tube occluded) (B)(6) 2010 : hysterosalpingogram : patency of her right tube. On (B)(6) 2010, hysterosalpingogram revealed right essure insert at a 90-degree orientation to the right fallopian tube. Most recent follow-up information incorporated above includes: on 25-jun-2018: updated event essure micro-insert found in uterus (previously reported as essure micro-insert dislocation). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube/ right essure insert had migrated into the uterus") and pelvic pain ("severe pelvic pain when not menstruating/ severe pain/pain on the right side") in a 25-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". Medical conditions: *(B)(6) 2010: hysterosalpingogram : patency of her right tube. Concurrent conditions included amenorrhea, obesity and ovarian cyst (complex cyst of the left ovary). Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2017 to (B)(6) 2017 for complex ovarian cyst as well as medroxyprogesterone acetate (depo provera) and zolpidem. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 month 1 day after insertion of essure. In (B)(6) 2007, the patient experienced fatigue ("fatigue"), endometriosis ("endometriosis,"), uterine polyp ("polyps on uterus") and ovarian cyst ("surgery (other) type of surgery: cyst removal on ovaries,"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced alopecia ("hair loss"), rash macular ("red spots on arms and chest") and hirsutism ("facial hair growth, and, along neck area") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes") and premature menopause ("early menopause"). On (B)(6) 2017, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), weight fluctuation ("weight fluctuation"), night sweats ("night sweats"), arthralgia ("pain in hips"), uterine pain ("pain in uterus"), abdominal pain lower ("left lower quadrant pain"), anxiety ("anxiety"), depression ("depression"), thyroid disorder ("thyroid changes") and adnexa uteri pain ("ovarian pain"). The patient was treated with antidepressants, levothyroxine, progesterone, sumatriptan (imitrex) and surgery (: cyst removal on ovaries and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, headache, rash macular, nausea, hirsutism, hot flush, night sweats, weight decreased, arthralgia, uterine pain, premature menopause, anxiety, depression, endometriosis, uterine polyp, ovarian cyst, thyroid disorder and adnexa uteri pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and abdominal pain lower had resolved and the back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hirsutism, hot flush, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, premature menopause, rash macular, thyroid disorder, uterine pain, uterine polyp, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. Current weight 160.00 lbs discrepancy noted in date of insertion- (B)(6) 2009. Discrepancy noted in date of birth: (B)(6) 201984. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2009: results: unilateral occlusion (left tube occluded); in (B)(6) 2010: results: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received - new events early menopause, anxiety, depression, endometriosis, polyps on uterus, surgery (other) type of surgery: cyst removal on ovaries, thyroid changes, ovarian pain were added. Outcome of dysmenorrhoea, menorrhagia, vaginal haemorrhage updated to recovered / resolved. New reporter, treatment and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ severe pain") in a 25-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". The patient's concurrent conditions included amenorrhea. Concomitant products included anovlar (loestrin) and medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation"), back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (had to undergo a bilateral tubal ligation). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and weight fluctuation to be related to essure. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. On (B)(6) 2010 : hysterosalpingogram : patency of her right tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: lot number, concomitant condition, lab data, reporter added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube") and pelvic pain ("severe pelvic pain when not menstruating/ severe pain/a pain") in a 25-year-old female patient who had essure (batch no. 637223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "showed full occlusion of fallopian tube, but not the left tube". The patient's concurrent conditions included amenorrhea. Concomitant products included anovlar (loestrin) and medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("red spots on arms and chest"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight loss") and weight increased ("weight gain"). On (B)(6) 2017, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced back pain ("severe back pain, when not menstruating"), abdominal pain ("severe abdominal cramping"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), headache ("headaches"), nausea ("nausea"), hirsutism ("facial hair growth, and, along neck area"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("pain in hips") and uterine pain ("pain in uterus"). The patient was treated with surgery (bilateral tubal ligation and essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage, rash macular, nausea, dysmenorrhoea, vaginal discharge, hirsutism, hot flush, night sweats, weight decreased, arthralgia and uterine pain outcome was unknown and the pelvic pain, menorrhagia, back pain, abdominal pain, dyspareunia, fatigue, weight fluctuation, alopecia and migraine had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hot flush, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash macular, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: mr- the essure coil is deployed without difficulty. Right- 3 trailing coils, left- 1 coil. Right essure implant has an orientation which is at ninety degrees to the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: unilateral occlusion (right tube occluded) (B)(6) 2010 : hysterosalpingogram : patency of her right tube on (B)(6) 2010, hysterosalpingogram revealed right essure insert at a 90-degree orientation to the right fallopian tube. Most recent follow-up information incorporated above includes: on 27-feb-2018: new event added- malposition of essure device/right essure insert at a 90-degree orientation to the right fallopian tube, abnormal bleeding (vaginal, menorrhagia), headaches, red spots on arms and chest, nausea, dysmenorrhea (cramping), vaginal discharge, facial hair growth, and, along neck area, hot flashes, night sweats, weight loss, weight gain, pain in hips and pain in uterus. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.